Event description:
It was reported the insulin pump kept alarming motor error. Customer's blood glucose was 600 mg/dl. Alarm occurs at different times. Nurse does not recall any significant events that many have caused the device to alarm. The device was not exposed to an MRI. Customer does not use the sensor feature. Customer was able to rewind the device. Nurse was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.